Manufacturer narrative:
The device was not returned to the MFR. The device operates as required and designed. Bipolar ventricular programming with a unipolar lead results in voo pacing. No investigation was necessary.

Event description:
The physician called during an implant, and stated that the lead checked out fine on the analyzer with good "p" waves. When he attached the pacer, he said that it appeared that atrial sensing was lost, and was pacing the ventricle successfully. He concluded that the ventricle was programmed bipolar, and when it was reprogrammed unipolar, correct operation of thedevice resumed.